Event description:
It was reported to philips that the device passes testing but then gives a battery calibration message. There was no patient involvement.

Manufacturer narrative:
A philips remote service engineer evaluated the device.